Event description:
It was reported that the screw for the articular surfaces would not assemble properly to the stem plug.

Manufacturer narrative:
This report will be amended when our investigation is complete.